Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve replacement procedure. Reportedly, there was difficulty closing the foot plate of the prostyle device and the device could not be removed. A surgical cut down was performed to remove the device from the patient anatomy. There was a reported clinically significant delay in the procedure due to the surgical procedure and prolonged intubation. The patient was already intubated for the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.h6: medical device problem code 1528 was removed.